Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar spinal canal stenosis it was reported that the patient underwent a transforaminal lumbar interbody fusion on right at l4/5 using cage. On an unknown date, post-op, the cage backed-out and the patient suffered lower limbs pain. The patient underwent revision surgery for removal of the backed-out cage and implantation of new cage from left side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.